Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the analog board. The battery was tested and scrapped. The customer declined the recommened repair, and the device will be scrapped at zoll. The device was replaced. Analysis of reports of this type has not identified an increase in trend.